Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the distal end and nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been received from the customer.

Manufacturer narrative:
Additional information: b5. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 01/01/2025.